Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had a red heart alarm. Subsequently, the device was successfully exchanged with another lvad. The symptoms experienced by the patient were not described.

Manufacturer narrative:
The patient remains ongoing on lvad support without any further issues. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.